Event description:
A peritoneal dialysis nurse (pdrn) contacted fresenius customer service to deactivate the account of a peritoneal dialysis (pd) patient. Per the pdrn, the patient had been in the hospital with peritonitis and passed away. Upon follow up, the pdrn stated the patient was hospitalized for peritonitis. It was reported that the patient presented to the pd clinic on (B)(6) 2022 with complaints of abdominal pain. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with ancef 1g daily and gentamycin 50mg daily, duration unknown. The culture results were negative for growth. The patient did not improve with antibiotic therapy. The patient¿s abdominal pain grew worse, and the patient was unable to complete a bowel movement. As a result, the patient was admitted to the hospital on (B)(6) 2022. Additional cultures were obtained and resulted positive for vancomycin resistant enterococcus (vre). The patient¿s antibiotics were changed to rocephin, flagyl, and levaquin; route, dose, frequency, and duration were unknown. It was determined the patient¿s pd catheter required removal. On (B)(6) 2022 the patient underwent pd catheter removal surgery. Immediately following the catheter removal, the patient experienced multiple episodes of pulseless electrical activity (pea) and subsequently expired. The suspected cause of death is a pulmonary embolism due to the surgery. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Plant investigation: no parts were returned for evaluation. An investigation of the device manufacturing records was conducted. No non-conformances or rework were identified during the manufacturing process related to the reported event. The device history record (DHR) review confirmed the in-progress and final quality control testing met all requirements. The reported problem was not confirmed. A definitive conclusion cannot be reached without physical examination of the device. Clinical investigation: a temporal relationship exists between pd therapy utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization and pd catheter removal. However, there is no documentation in the complaint to show a causal relationship between the peritonitis event and use of the liberty select cycler or cycler set. There is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. Although the cause of the peritonitis was unknown, enterococci are normal flora of the gastrointestinal tract and intra-abdominal pathology is considered the source of enterococcal peritonitis. Peritonitis caused by enterococcal species are also associated with high rates of catheter removal, permanent transition to hemodialysis and death. There is no temporal or causal relationship between the patient death and the cycler or cycler set. The patient experienced a pulmonary embolism during pd catheter removal surgery leading to pea from which the patient could not recover. Dialysis patients have an increased risk of pulmonary embolism and fatality from the pe than those without kidney disease. Per the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event with hospitalization and subsequent pd catheter removal surgery resulting in pulmonary embolism and death.

Event description:
A peritoneal dialysis nurse (pdrn) contacted fresenius customer service to deactivate the account of a peritoneal dialysis (pd) patient. Per the pdrn, the patient had been in the hospital with peritonitis and passed away. Upon follow up, the pdrn stated the patient was hospitalized for peritonitis. It was reported that the patient presented to the pd clinic on (B)(6) 2022 with complaints of abdominal pain. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with ancef 1g daily and gentamycin 50mg daily, duration unknown. The culture results were negative for growth. The patient did not improve with antibiotic therapy. The patient¿s abdominal pain grew worse, and the patient was unable to complete a bowel movement. As a result, the patient was admitted to the hospital on (B)(6) 2022 additional cultures were obtained and resulted positive for vancomycin resistant enterococcus (vre). The patient¿s antibiotics were changed to rocephin, flagyl, and levaquin; route, dose, frequency, and duration were unknown. It was determined the patient¿s pd catheter required removal. On (B)(6) 2022, the patient underwent pd catheter removal surgery. Immediately following the catheter removal, the patient experienced multiple episodes of pulseless electrical activity (pea) and subsequently expired. The suspected cause of death is a pulmonary embolism due to the surgery. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Correction: the h.6. Codes were not accurate on initial MDR. Type of investigation: c139460, c91978, c139456; investigation findings: c92084 only; investigation conclusion: c139471 only.plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler showed no sign of physical damage. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. There were no visual discrepancies encountered during the internal inspection. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.